Manufacturer narrative:
Based on the results of the investigation and although we could not specify the root cause of the suggested event, the event most likely occurred due to high-energy treatment device (such as high-frequency device) which was used without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use in: evis lucera jf /tjf type 260v operation manual chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope. Evis lucera jf /tjf type 260v operation manual chapter 4 operation:4.2 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burn in the forceps elevator. There was no patient involvement.